Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event: during partial knee replacement surgery, the tip of a 3.2x140mm bone pin broke off and embedded in patient as surgeon attempted to remove the entire pin. Device evaluation and results: review of the device history records (see attachment 1) for the associated lot indicated 862 devices (111621 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 05/15/2015 and accepted into final stock on 05/15/2015 per erp. See attachment 2 for lot transactions. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 111620, lot number w39912 shows no complaints related to the failure in this investigation. Tracking of complaints related to the 111620 part number will be tracked through quarterly trend request #789. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case while the surgeon was drilling a bone pin into the patient's tibia, the bone pin broke off inside of the tibia. The bone pin was left inside of the patient and the outcome of the case was successful.